Manufacturer narrative:
The device was received fully deployed with evidence of blood in the tip of the exposed portion of the soft cannula, reservoir, and in the tip of the formed needle. No issues were observed with the soft cannula that would contribute to the soft cannula becoming dislodged. A root cause for the reported dislodged cannula could not be determined. The pod was returned with the adhesive pad attached to the bottom housing. Inspection of the adhesive pad and the adhesive welds found no issues that would contribute to the reported failure to adhere. The exact cause of the reported failure to adhere could not be determined. During investigation, the hard cannula was observed to be occluded with blood, resulting in timeouts during operation near the end of the run. Despite these timeouts, no hazard alarms were generated and the ratchet gear was rotating during the entirety of operation, indicating these timeouts did not impact the functionality of the device. When performing fluid path and leak tests on the soft cannula using a reference pod, it was observed fluid was able to freely flow through the soft cannula and no evidence of the reported leak was observed. No damages or defects were observed that would contribute to the reported leaking during wear.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 22 mmol/l (396 mg/dl) while wearing the pod between 25 and 36 hours. The pod reportedly was coming loose from the infusion site on the arm, causing the cannula to dislodge and leak insulin. As treatment, a new pod was applied.